Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user has low glucose value. Manufacturer contacted customer on 09/06/2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that their condition has improved and they did not report any medical intervention at this time. The customer stated that the replacement product is working to their satisfaction.

Event description:
Consumer reported complaint for low blood glucose results. Accompanied by symptoms. (B)(6) mental health sup is calling on behalf of the customer. The customer is concerned with the result of 91mg/dl. The expected fasting blood glucose test result range is 180 to 200mg/dl the customer did not report symptoms of feeling thirsty and dizzy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 03/25/2018 and open vial date is unknown. The meter memory was reviewed for previous test result history. (Date/time not stored correctly). (B)(6). (B)(6) ( mental health support calling) states that the patient went to the doctor ( previous appointment.) And run a blood test and got different results when she compare her meter to the doctor's office meter. Customer states that the results on the doctor's office meter was 50mg/dl higher but our meter is giving lower results. Customer states that she is taking two different kinds of insulin. Customer have not been using this meter, she have been using the freestyle meter since then. Customer does not remember when she got the low results at the doctor's office and she does not remember what the test results were. Customer is not sure which results was results was taken at the doctor's office but the results was taken sometime in (B)(6).